Manufacturer narrative:
(B)(4). The customer returned three loose clips 544250 hemolok xl clips 6/cart 84/box for investigation. One clip applies to each of the following tcs: 1900069780, 1900069862, and 1900069935. The clips were visually examined with and without magnification. Visual examination revealed that the returned clips appear used as there is biological material present on the clips. The clip that applies to tc 1900069780 had a bent hook but also had gouges near the hook and the hinge. The clip that applies to tc 1900069862 also had a bent hook, had a gouge near the hook, was cracked at the inner hinge and had one of the hook-side bosses damaged. R & d was consulted , and it appears that improper use (loading/removal) or damaged appliers caused the observed damages on both clips. The third clip that applies to tc 1900069935 had a staggered break, where it was broken at the outer hinge , but the inner hinge was still intact. It could not be determined exactly how or what caused the clip to break at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the returned clip indicates that unintentional user error caused or contributed to this event. However, it could not be determined exactly how or why the clip broke. The reported complaint of "broken parts - clip - info not provided" was not confirmed based upon the sample received. Three loose clips were returned. One clip applies to each of the following tcs: 1900069780, 1900069862, and 1900069935. The clip that applies to tc 1900069862 was not broken. Although the reported complaint was not confirmed, the clip had a bent hook, had a gouge near the hook, was cracked at the inner hinge, and had one of the hook-side bosses damaged. R & d was consulted , and it appears that improper use (loading/removal) or damaged appliers caused the observed damages on the clip. It is unknown how the returned clip was handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
It was reported that the clip was found broken during usage on the patient.

Manufacturer narrative:
(B)(4). The device investigation is pending. The device history review for the product hemolok xl clips 6/cart 84/box lot# 73b1800624 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was found broken during usage on the patient.